Event description:
It was reported that the right ventricular (rv) lead had a low sensing value. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - performance data was collected from the device and has been analyzed. Std review - no anomalies were found. The full lead was returned in segments and was analyzed. The distal conductor was distorted, the outer insulation exhibited a cosmetic depression, and the inner insulation was kinked buckled. Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking (esc). The outer tubing exhibited an esc related breach/breach (non-electrical), blood was found in/on the helix/lobe mechanism, the helix/lobe was distorted/bent, and the lead exhibited apparent explant damage.